Manufacturer narrative:
Additional information b5, h6, and h11. B5: the leak was from the top of the patient connector and was noticed due to the missing blue pull ring cap. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The report of over-prime: leak out of patient line could not be verified by the photograph, however, the exit of sterile priming fluid from the vented-capped end or the uncapped end of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. A visual inspection of the photograph showed that the blue pull ring cap was not positioned on the patient connector.the reported condition of missing cap (pull ring) was verified.the cause of the missing cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) on the patient line of a homechoice cassette was missing and not inside the pouch. After installing the cassette in the cycler, during the self-inspection of the device, a leak occurred from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.